Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that after the tecnis multifocal intraocular lens (model zkb00, +18.0 diopter) was inserted into the patient's left eye, a scratch was noticed on the lens. Reportedly, the incision was enlarged to remove the lens and another zxk00 +18.0 diopter lens was implanted as a replacement during the same surgical procedure. No other medical or surgical intervention was required. The patient was reported doing well when discharged, no adverse effects. The account commented that the sample is not available for evaluation. No further information was provided.